Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first placement was successful then they wanted additional access. The second insertion is where they had the issue with not being able to remove the inner stylet. It was the pink ez-io 15mm needle being used during a trauma case. The patient is deceased. It was reported that the patient's death was not due to the io.

Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established, the complaint cannot be confirmed. The certificate of compliance is not available for review as the lot/serial # was not reported. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established, the complaint cannot be confirmed. No further action required.

Event description:
It was reported that the first placement was successful then they wanted additional access. The second insertion is where they had the issue with not being able to remove the inner stylet. It was the pink ez-io 15mm needle being used during a trauma case. The patient is deceased. It was reported that the patient's death was not due to the io.

Event description:
It was reported that the first placement was successful then they wanted additional access. The second insertion is where they had the issue with not being able to remove the inner stylet. It was the pink ez-io 15mm needle being used during a trauma case. The patient is deceased. It was reported that the patient's death was not due to the io.

Manufacturer narrative:
Qn#(B)(4). Correction to manufacturer name, city and state - legal manufacturer has been changed from (B)(6) to (B)(6). Please make a note of it.